Event description:
Same case as MDR ID# 2134265-2013-05336 and MDR ID# 2134265-2013-05337. It was reported that during the an unspecified procedure, motor drive unit unable to performed automatic pullback. The ilab motor drive unit was used in conjunction with the bsc coronary catheter intended to visualize the lesion. It was noted that during procedure the motor drive unit failed to performed automatic pullback. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).